Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR was completed and found no non-conformances. During the investigation, no free flow behavior could be confirmed. Mmdg also could not find any indications of free flow and the pump did pass 40 psi testing. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump free flowed while the pump was stopped or turned off. The initial reporter stated that they found the issue during testing and that the event did not have any patient impact. [(B)(4)].